Event description:
It was reported that the pump battery depleted too fast, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to uninstall and reinstall the mobile app and to monitor battery depletion, following up if it exceeded 35% per day. The customer understood and acknowledged the instructions.